Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported that a large amount of air came out from the infusion cannula during a cataract and vitrectomy procedure. The air line was clamped and the case was completed without harm to the patient.